Event description:
The patient was undergoing a medical procedure in the pulmonary artery using a neuron select catheter 6f (6f select). During the procedure, the 6f select tip broke off in the pulmonary artery. The broken part of the 6f select was retrieved successfully. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.